Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown mentor gel implants experienced pain bilaterally post procedure. The pain is stated on the inside near the cleavage area and occurs when she breathes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-12636 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).